Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2022, the patient went to the emergency room with a blood glucose level of 528 mg/dl. The type of treatment provided to the patient at the hospital was unknown. The patient was not hospitalized. No further information was provided.